Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. Thirty-eight (38) days post index procedure, the patient experienced a stroke. The patient was admitted to the hospital and underwent thrombolytic therapy in response to the stroke. Six days following hospital admission, the patient was near fully recovery and was discharged home.